Event description:
It was reported that the patient left load wheel horn on the cot was loose, causing the lift arms of the powerload to grab the x-frame instead of the lifting bar. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician. It was found that it was difficult to load/unload the cot in the ambulance due to the retractable head section fasteners being loose. The issue was resolved for the customer by replacing and tightening the caster horn on the retractable head section.

Event description:
It was reported that the patient left load wheel horn on the cot was loose, causing the lift arms of the powerload to grab the x-frame instead of the lifting bar. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.